Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. In addition, the user is cautioned to always have fully charged batteries and a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4) - battery / catalog number 1650de / expiration date: 05/31/2016. MFR date: unknown. (B)(4) - battery / catalog number 1650de / expiration date: 01/31/2017. MFR date: unknown. (B)(4) - battery / catalog number 1650de / expiration date: 12/31/2016. MFR date: unknown. (B)(4) - battery / catalog number 1650de / expiration date: 11/30/2015. MFR date: unknown. (B)(4) - battery / catalog number 1650de / expiration date: 11/30/2015. MFR date: unknown. (B)(4) - battery / catalog number 1650de / expiration date: 05/31/2016. MFR date: unknown. Product retained by patient.

Event description:
It was reported that the patient's controller was switching from one power port to the other one before the batteries reached 25% charge. The controller 2.0 logs were received for analysis and did not reveal any alarms. The controller was not replaced due to medical reasons not specified. The batteries were replaced with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. Six batteries were returned for evaluation. The controller, (B)(4) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Various analyses were conducted and reviewed to evaluate the performance of the batteries in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a test controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the test controller was stable. Analysis of the data log files revealed two premature power switching events that were due to momentary disconnections involving batteries (B)(4) and (B)(4); power switching events were not observed in the logs involving batteries, (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and two batteries. (B)(4): heartware has opened an internal investigation to address momentary disconnection. (B)(4)- battery: UDI #: (B)(4). Manufacturer date: 05-04-2015. (B)(4) - battery: UDI #: (B)(4). Manufacturer date: 01-07-2016. (B)(4) - battery: UDI #: (B)(4). Manufacturer date:11-19- 2014. (B)(4) - battery: UDI #: (B)(4).manufacturer date:11-19- 2014. (B)(4) - battery: UDI #: (B)(4). Manufacturer date: 12-20-2015. (B)(4) - battery: UDI #: (B)(4). Manufacturer date: 05-04-2015 heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. Six batteries ((B)(4)) were returned for evaluation. The controller ((B)(4)) was not returned for evaluation. A review of the controller's manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the batteries in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a test controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the test controller were stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed two premature power switching events that were due to momentary disconnections involving (B)(4). As a result, the most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate momentary disconnection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.